Event description:
It was reported that a patient was revised approximately six years and ten months post implantation due to a fractured tibia implant. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). A2- dob/age: possible year 1959. D10- medical product. Axel l/b knee. Item# rd108569. Lot# unknown. B-l knee tibial bearing set lt. Item# rd108559. Lot# unknown. Bl2 locking pin custom length. Item# cp111126. Lot# unknown. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11 visual examination of the provided photos shows only the explanted bearings with signs of wear and metal debris secondary to tibial component fracture. No product was returned or pictures provided of the tibial component; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. However, based on the dates of the provided radiographs, they were not related to the event on this complaint. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. The reported event for tibial component fracture is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04)- stem

Event description:
No further event information available at the time of this report.